Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the clinic stated that the patient has not made expected progress with his left cochlear implant. Patient has extensive facial nerve stimulation affecting the ability to program appropriately. The patient has subsequently been explanted of the device and re-implanted with an implant with a different type of electrode array.